Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter was inserted into the patient. After less than 5 minutes, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter was inserted into the patient. After less than 5 minutes, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f21h0025. Based on the additional information, the sample was logged/investigated accordingly. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that does not match the seral number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Upon return, the supplied super arrow-flex (saf) sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The iabc bladder was found to be com-pletely detached from the returned iab catheter, consistent with being ripped and was not returned with the sample. It could not be confidently determined what caused the bladder to become com-pletely detached from the iab catheter. Multiple kinks/bends were noted to the iabc central lumen. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the short driveline tubing/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document d0007914. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was un-able to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The leak test of the returned iabc could not be performed due to the condition of the device upon receipt. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 2cm from the iabc distal tip, which is the location of the clotted central lumen. Dried blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 52.4cm from the iabc luer, which is the location of the clotted central lumen. Dried blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "gas was withdrawn from the helium pipeline and blood was found" is confirmed based on the visual inspection of the returned sample. During the investigation, blood was confirmed present within the iabc short driveline tubing/helium pathway. Furthermore, iabc bladder was found to be completely detached from the returned iab catheter, consistent with being ripped. It could not be confidently determined what caused the bladder to become completely detached from the iab catheter. Based on a review of the device history record (DHR), the product met specifica-tion upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter was inserted into the patient. After less than 5 minutes, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".